Event description:
On (B)(6) 2009 a miniarc sling was implanted. On (B)(6) 2011 it was alleged that, as a result of the mesh device, the patient experienced pain, suffering, disability and impairment.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.